Event description:
Information provided states that during the case the set screw driver could not function properly to final tighten the set screw. The device was replaced with another set screw driver in order to final tighten the screws which resulted in a delay in the case., there were no adverse events to the patient.

Event description:
Information provided states that during the case the set screw driver could not function properly to final tighten the set screw. The device was replaced with another set screw driver in order to final tighten the screws which resulted in a delay in the case., there were no adverse events to the patient.